Manufacturer narrative:
An RMA was issued to the customer requesting to have the harmonic ace curved shears instrument returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). Isi has made several attempts to obtain the RMA with no success. A review of the instrument log for the harmonic ace curved shears instrument, which is a single-use instrument, could not be performed based on the instrument information provided. A review of the site's complaint history identified no other reportable complaints related to this event or this instrument. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment from the harmonic ace curved shears instrument fell inside the patient. All fragments were retrieved during the same procedure, and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. The product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, after a harmonic ace curved shears instrument stopped working, the blade of the replacement second harmonic ace curved shears instrument broke in the patient¿s body. It was alleged that a fragment fell inside the patient and was retrieved in the same procedure. A third harmonic ace curved shears instrument was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
61- intuitive surgical, inc. (Isi) received the harmonic ace curved shears instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have the blade broken roughly 0.197¿ from the base. The broken piece was returned. Any inadvertent contact with staples, clips or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue failure due to mishandling/misuse. A review of the instrument log for the instrument associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk1406. The da vinci 8 mm harmonic ace curved shears is a single-use, sterile instrument used to deliver ultrasonic energy to enable transection and coagulation of tissue. It is designed to be used in conjunction with a compatible da vinci surgical system and a compatible ethicon endo-surgery generator and hand piece. Based on the additional information obtained from failure analysis investigation, this complaint is being reclassified as a non-reportable event due to the following conclusion: per the event description, there is no indication that the product was not being used as intended. The fragment that fell inside the patient was retrieved during the same procedure and there were no further issues. The procedure was completed with no patient harm, injury or adverse outcome. The instrument was returned for evaluation and failure analysis investigation concluded that the root cause was fatigue failure due to mishandling/misuse. This event is considered to be not reportable as this failure mode did not cause or contribute to a death or serious injury, did not require surgical intervention, there is no other malfunction to consider, and the instrument breakage that resulted in an unintended fragment falling into the patient was caused by user mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.